Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument for failure analysis. The sureform 45 stapler was analyzed and the complaint regarding unintuitive motion was unable to be confirmed. The instrument was placed and driven on an in-house system. The instrument passed the initial recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions with no issues. The grips opened and closed properly. There was no problem detected. The instrument was further investigated and additional observations were identified. The instrument was found to have 3 engagement failures based on log review and was replicated during further testing onto the system with an in-house drape and seal. The instrument failed the recognition and engagement tests on one out of three attempts. The instrument failed engagement test during the first install; however, engagement test passed during the next two installations. There was no physical damage found. The root cause of the engagement failure is unable to be determined based on this investigation. Additionally, further inspection found a roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to be manufacturing related. Both additional observations are unrelated to the primary issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon experienced some movement discomfort while manipulating a sureform 45 stapler. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with an associate professor who was present during the event and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was found. The issue occurred about two hours after the start of the procedure and while the surgeon's head was inside the high resolution stereo viewer (hrsv). The surgeon was performing rectum resection using arm3. The instrument was intended to move to lower left way on the screen, but the instrument moved to different direction. The distance intended matched the distance instrument actually moved, but it moved to an unintended way with no delay or lag. It was unknown if there was any shakiness and/or friction observed. There was no instrument/arm collision or interference. The unintended motion was persistent. The customer tried to reseat the instrument and sterile adapter to resolve the issue, but the issue was resolved with a backup stapler. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting a movement issue with the instrument, an investigation is in progress to determine the cause of this reported event. The investigation to determine the root cause of this reported issue cannot be determined as the instrument has not been returned for analysis. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 45 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.